Manufacturer narrative:
(B)(4). (B)(6). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) device, the patient had a lot of air bubbles in the patient line of the automated peritoneal dialysis (apd) set w/cassette. The technical service representative (tsr) advised the patient to end the therapy and start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.